Event description:
It was reported that the patient presented experiencing diaphragmatic stimulation. P-waves could not be obtained. A chest x-ray revealed that the atrial lead had pulled back into the superior vena cava. The lead wa s successfully repositioned.